Event description:
It was reported that during the procedure to treat a lesion in a mildy tortuous and calcified lad, the mini rail would not cross the bend proximal to the lesion and it was removed. Then, a dilatation catheter was advanced and used to dilate the lesion. At that point, a perforation was noted at the bend where the mini rail had been trying to cross. The lesion crossed by the dilatation catheter was distal to the perforation site. After unsuccessful attempts to seal the perforation, the patient was sent to surgery. It was reported that after surgery, the patient was doing well.